Event description:
It was reported by the patient that they have been experiencing a "sticking" pain around the pacemaker for several weeks, the wires feel loose, and their device feels like a "foreign body." Follow-up revealed that the patient was seen approximately a month ago for a device check and reported the device to be functioning normal. The leads and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.